Manufacturer narrative:
Updated data: additional information was received that upon initial deployment, the transcatheter bioprosthetic valve had interfered with the leaflets of the mitral valve which caused mitral regurgitation. No adverse patient effects were reported. Patient code - mitral regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via right femoral access, an 18fr non-medtronic sheath advanced without issue, upon deployment at a depth of 6mm, the valve ¿dived in¿ with the force of deployment which resulted in an implant depth of approximately 15mm. Severe paravalvular leak (pvl) was noted. It was reported that the implant position of the valve caused an interference with the mitral valve. The paddle of the valve was pulled and ¿lifted¿ using a non-medtronic snare. The valve was anchored and tilted at an approximate depth of 10mm, which resolved the mitral valve interference. The pvl was reduced to moderate. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-medtronic balloon which further reduced the pvl to mild-moderate. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that eleven days following the valve implant, the patient was reintubated as their respiratory condition worsened. The cause of the deterioration were heart failure due to transient increase in blood pressure and residual aortic regurgitation. The patient's condition improved and was extubated seventeen days following the valve implant. The patient developed a fever at night and ventilator associated pneumonia was suspected and antibiotics were administered. It was reported that the patient's condition improved then suddenly deteriorated and cardiac arrest occurred. Return of spontaneous circulation occurred following cardiopulmonary resuscitation (CPR). Blood pressure continued to decrease and percutaneous cardiopulmonary support was started. CPR was started the external force dislodged the valve slightly to the left ventricle and aortic regurgitation deteriorated. The patient's general condition deteriorated due to disseminated intravascular coagulation and gastrointestinal tract hemorrhage. The patient died due to hemorrhagic shock twenty two days following the valve implant. It is unknown if an autopsy was performed. Per the physician source, the death was not related to the valve or implant procedure. Updated data: b2 - outcome attributed to event, date of death; h1 - type of reportable event; h6 - patient codes, device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pertinent information was accurately reported, but the associated device was inadvertently omitted from the report. The delivery catheter system did not malfunction, but it did contribute to the valve implant depth of approximately 15mm. Other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.